Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 5 years, since the subject device was manufactured. Based on the results of the investigation, and the information provided, it could not be determined, what the foreign material was. There was no damage to the area, where the foreign material was detected. And it was unknown, if reprocessing was performed according to the instructions for use (IFU). Therefore, the cause of the material remaining in the device could not be determined. The event can be detected/prevented, by following the instructions for use, which state: IFU states, that detection method in gif/cf/pcf-190 series, operation manual chapter 3.: preparation and inspection. IFU states, that preventive measure in gif/cf/pcf-190 series, reprocessing manual chapter 5.: reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, in addition to the reported in b5, the device evaluation found the following: due to damage on the endoscopic position detecting unit, the endoscopic position detecting unit function does not work, due to wear of angle wire, the play of right/left knob is out of the standard value, jet tube has foreign objects, image guide protector is damaged, plastic distal end cover has a crack, objective lens has a scratch, bending section cover adhesive has wear. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported to olympus, the colonovideoscope is fragile, the bonds begin to break. There were no reports of patient or user harm associated with this event. The device was returned for evaluation. During the device evaluation, the jet tube was found to have white foreign material. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.